Manufacturer narrative:
Correction of analysis results: the cause of the customers complaint could not be determined as no fault was found with the returned device.

Manufacturer narrative:
The outcome attributed to adverse event was gum injury. The event date is approximate. Analysis results: the root cause of the customer¿s complaint was mold in the water line resulting restricted water flow.

Event description:
A consumer reported that their airfloss pro/ultra caused injury in gums and required a gum grafting.